Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A family member called adc to report the customer¿s adc freestyle libre sensor received readings of 55 mg/dl and 130 mg/dl compared to a competitor meter's readings of 97 mg/dl and 213 mg/dl. The customer did not experience any symptoms, but had contact with a healthcare professional who administered insulin (type/dose unknown) as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.